Event description:
It was reported that during a follow up in clinic, post-paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition.